Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion caused by high current draw. The device was tested on the bench as well as using automated test equipment and no anomalies were noted. The high current draw could not be reproduced. The root cause of the high current draw could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, the device was unable to be interrogated. Repositioning the wand, flipping the wand, and putting a small tower under the wand were attempted, but unsuccessful. Premature battery depletion was also noted. The device was explanted and replaced. The patient was doing well post-procedure.